Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The sample is not expected to be returned for evaluation. The root cause could not be determined conclusively. (B)(4).

Event description:
A risk manager reported a patient's left eye presented five day post lasik with symptoms of transient light sensitivity syndrome(tlss) which was reported to be unusual. The light sensitivity has persisted with the addition of gel drops and steroids. The recent addition of a glaucoma medication has helped significantly, although this case has not resolved completely. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.